Event description:
It was reported that a user awoke with persistent high blood glucose while using the ilet system; the user discovered insulin leakage from the infusion line, performed a full supply change, and later changed tubing, after which insulin delivery was resumed, though blood glucose remained elevated around 370¿377 mg/dl. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education with continued monitoring; no hospitalization occurred. Investigation included review of device data indicating corrective insulin delivery and a logged meal announcement without food intake, guided line and tubing replacement, and assessment for site issues such as scar tissue or bent cannula, none observed. Investigation of this case revealed no device alarms or delivery fault notifications, insulin leakage identified at the line prior to tubing replacement, and a possible contribution from infusion site tissue factors or user-related factors such as meal announcement without eating. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.